Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery charger was unable to charge a battery pack or power up. The failure was due to contamination on the battery board and a a defective power supply brick. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective power supply brick could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger will not power on or charge a battery.